Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that ped-375-20 was raised into place through the phenom27 microcatheter, and the stent was started to r elease. After the tip end of the stent was released, it failed to open smoothly. Healthcare provider (hcp) tried to raise the middle catheter and retrieve the stent. After releasing the tip end again, it was released more length, but it still couldn't be opened. Hcp then removed the stent and microcatheter as a whole. A new stent and a new phenom27 catheter were replaced, and the surgery was successfully completed. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The patient was undergoing aneurysm dense mesh stent implantation surgery for treatment of a saccular, unruptured right posterior co mmunicating segment aneurysm with a max diameter of 4.88mm and a 5.37mm neck diameter. The landing zone was 3.48mm distally and 3.61mm proximally. The access vessel was the femoral artery with a vessel diameter of 3.58mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 0. Angiographic result post procedure was normal.

Manufacturer narrative:
H3: product analysis of ped-375-20, lot no: b613050. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex embolization device was returned within the catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal tip coil was deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, dried blood was present within sleeves and tip coil. The distal end of pipeline flex braid was not fully opened due to damaged braid. The proximal end of pipeline flex braid was found fully opened and slightly damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip and marker band were examined and was found to be flattened. In addition, the bubble was found on marker band. No other anomalies were observed. Testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure/incomplete open at distal as the distal end of pipeline flex was found not fully opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the intermediate catheter was pushed and tried to open it by combining push and pull. The pipeline had not been placed in a vessel bend when it failed to open.